Event description:
The customer observed a false positive architect stat troponin-I result. The following data was provided: patient (B)(6) initial result 0.071 ng/ml, repeat 0.000 ng/ml. The customer uses a cutoff of 0.03 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), accuracy testing and a review of labeling. Historical complaint reviews did not identify an adverse trend. Accuracy testing was completed using retained kits of the reagent lot; and acceptance criteria was met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. Additionally, there is not enough information to reasonably suggest a malfunction since the issue involves a specific sample and the complaint information indicates the collection tubes contributed to the issue. Labeling was reviewed and found to be adequate. No additional issues were identified.